Event description:
It was reported that the insulin pump alarmed motor error during set change. Customer does not use the sensor feature and they were unable to rewind the insulin pump. Customer's blood glucose reading at the time of the call was 183 mg/dl. No further information reported.

Manufacturer narrative:
Motor error alarm during rewind due to corroded motor home switch. Pump received with cracked case at display window corner, reservoir tube lip, minor scratched display window.